Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with total vaginal hysterectomy, mccall¿s culdoplasty due to grade 3 uterine prolapse, sui and posterior cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion patient experienced urinary problems, recurrence and dyspareunia. It was reported that patient underwent a&p repair, sacrospinous ligament fixation and mesh removal on (B)(6) 2013 due to erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.